Event description:
Attorney alleges unit broke subsequent to a fall at a hospital in january 2001. No report of device explantation. A follow-up report will be sent when additional information is received.